Event description:
It is reported that pt underwent hip replacement in 1998, and was revised in 2008, due to wear of the acetabular liner.

Manufacturer narrative:
No info is provided about the pt weight, activity level, post-operative x-ray of the primary surgery showing the orientation and position of the devices implanted, etc. Cause cannot be definitely determined. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meed specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.